Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address osteolysis and corrosion of the trunion and backside of the liner. Medical records received. After review of the medical records for MDR reportability, the primary operative note indicated a medial neck fracture while inserting the final stem. This was a non-displaced fracture that was cabled. The revision operative note hasn't been provided. A correct doi was provided. This complaint was updated on: (B)(6) 2017. Clinical der received stating the patient was revised to address an adverse tissue reaction, pain and stiffness. Complaint was updated (B)(6) 2017.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After review of the medical records for MDR reportability, to address pain and metallosis. Operative reported mild trunnion corrosion and medial osteolysis. Added sleeve due to previous alleged medial neck fracture while inserting stem. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Event description:
Plaintiff fact sheet received. In addition to what were previously alleged, pfs alleges injury, pain, decrease range of motion and mobility, tissue and bone loss, metal poisoning, tissue damage cause by metal debris, inflammation as a response to dead tissue, and discomfort. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.